Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported the system would not display a usable image. No patient injury was reported.